Event description:
It was reported that during a tvt procedure, the mesh band detached itself from the needle. The procedure was completed by obtaining the end of the tape and then pulling it out with forceps. There were no adverse patient consequences reported.